Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of a blank display from the insulin pump. The customer's blood glucose level was 110 mg/dl. The customer stated that the pump did not showed signs of physical damage. The customer stated that the pump has not been dropped or bumped. The customer stated that the pump has not been exposed to moisture. The customer stated that the type of battery used is not an aaa alkaline battery. The customer did not want to troubleshoot and wants a replacement pump.